Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs). It was reported the patient had told the health care provider that he didn't think his spinal cord stimulation was working right. The patient was currently getting chemotherapy and radiation and that there was a power on reset that resulted from the radiation. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2017-02-20 reporting that they were able to clear the por on the patient programmer.